Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported streaks of light or shimmerings when reading. The patient has been referred to a specialist. Additional information received from the surgeon reported the patient experienced glare prior to the iol implant surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Additional information was requested on 03/13/2008 by phone and on 03/14/2008 by mail and by fax. A completed questionnaire was received from the surgeon in 2008. This report was mailed to FDA on: 04/09/2008.